Manufacturer narrative:
Age at time of event - the patient was born in 1960. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient had poor source of water or poor environment which led to peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies and routes not reported) for the event of peritonitis. Sixteen days after the onset, the patient discontinued the treatment with unspecified antibiotics. The patient recovered from the peritonitis event. The action taken with dianeal therapies was not reported. No additional information is available.